Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support to request a liberty select cycler replacement for the patient. The contact stated that an m31 air detected in cassette warning had previously occurred during a treatment on the cycler. The patient reportedly attempted another treatment, but it failed again for unspecified reasons. During the call, the patient¿s contact mentioned that the patient was sent to the emergency room (ER). No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization at the time of the call. Attempts to obtain further details related to the peritonitis and hospitalization were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect causing the patient¿s peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support to request a liberty select cycler replacement for the patient. The contact stated that an m31 air detected in cassette warning had previously occurred during a treatment on the cycler. The patient reportedly attempted another treatment, but it failed again for unspecified reasons. During the call, the patient¿s contact mentioned that the patient was sent to the emergency room (ER). No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization at the time of the call. Attempts to obtain further details related to the peritonitis and hospitalization were unsuccessful.